Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. The device involved in this incident was not returned as it remains within the patient. The root cause of this complaint cannot be determined. Reference mvi: (B)(4).

Event description:
The following incident description is quoted from a maude event report from the FDA received at mvi, inc. 8/7/2015 via us mail: "event description initial volun 17 june-2015: on (B) (6) 2014, pt had coiling of a 12.8mm x 12.6mm x 12.1mm unruptured aneurysm with a neck of 6.0mm using the hydrocoil embolic system on (B)(6) 2015. The patient went to local emergency room (ER) with ataxia where imaging (MRI, CT) showed hydrocephalus, new dilatation of lateral ventricles and third ventricle with definite cause of this not seen, and low-density lesion seen in left thalamus which is new and likely reflects and infarct. On (B)(6) 2015, pt was again seen in ER for ataxia and decreased cognitive function. Lumbar puncture was performed on (B)(6) 2015 that was negative for malignant cells but indicated high protein with diagnosis of hydrocephalus of unknown etiology. Documentation never clearly describes hydrocephalus as either obstructive or communicative in any notes. Imaging was repeated on (B)(6) 2015. The patient was hospitalized and underwent right ventriculoperitioneal shunt insertion. On (B)(6), the site study team was made aware of the patient's status. The site pi considered this sae an unanticipated, device-related event. The patient was discharged from the hospital on (B)(6) 2015 and reported that the ae was ongoing with no further actions planned at the time of reporting."